Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a reviewed of device memory revealed that the device declared elective replacement indicator after experiencing two extended charge times. The minimal battery voltage recorded for these two charge times was also higher than expected. The device never declared end of life. The device case was removed and the long charge times were isolated to an issue with the diode in the high voltage charge module. Overall, analysis was able to confirm the allegation of premature battery depletion made by the field.

Event description:
Boston scientific received information that this device was suspected to have prematurely depleted as the battery was discovered to be at end of life. Surgical intervention was performed and the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This report will be updated upon return and completion of analysis.